Event description:
Boston scientific crm received information that there was concern this cardiac resynchronization therapy defibrillator (crt-d) could be exhibiting premature battery depletion. The clinician calling about this device stated that the patient had been seen at 26 months, and the monitoring voltage (mv) was thought to be around 2.73v. At the time of the call, 30 mo in service, the mv was at 2.61v. Tech services advised a save-to-disk be completed, and if the patient was no longer in the office, to have one completed at a one month follow up visit. This device is included in the shortened replacement window advisory population (communicated on 04/05/2007). To date, there have been no reported adverse patient effects associated with this clinical observation.

Manufacturer narrative:
As of today, the available information suggests this device remains in service without additional complication. A save to disk has not been received at this time. If any additional information related to this incident becomes available, this event will be updated. The device was later explanted and returned for analysis. This event will be updated when analysis is complete.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. All low voltage power supply measurements were currently within an appropriate range; however, final analysis concluded that the premature battery depletion was due to low voltage capacitor degradation, which resulted in a high current condition. This issue is discussed in the q3 2010 product performance report.